Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the implant of an afx bifurcated stent graft and an afx infrarenal aortic extension. Routine follow-up, approximately eight (8) years post initial procedure, identified aneurysm enlargement and that the stent cage of the afx bifurcated stent graft distal of aortic extension overlap measured 37 to 39mm outer to outer. The original implant was 25mm indicating a fabric disruption or tear in this area. Reintervention planned. The patient is asymptomatic.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the implant of an afx bifurcated stent graft and an afx infrarenal aortic extension. Routine follow-up, approximately eight (8) years post initial procedure, identified aneurysm enlargement and that the stent cage of the afx bifurcated stent graft distal of aortic extension overlap measured 37 to 39mm outer to outer. The original implant was 25mm indicating a fabric disruption or tear in this area. Reintervention planned. The patient is asymptomatic. Subsequent to the initial report, additional information was received reporting that the patient is being treated for more pressing health issues than the relining of the bifurcated stent graft. The plan is to perform the reintervention as long as patient responds to the treatment of the other health issue. After the follow-up report, additional information was received reporting that reintervention was completed with the implant of an afx2 bifurcated stent graft and an afx vela infrarenal. Reintervention was successful. The final patient status was discharged on the first post-operative day.

Manufacturer narrative:
An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the sac growth of 1.8mm with a type iiib endoleak of the bifurcated stent graft, and the additional endovascular procedure are confirmed. This is consistent with the reported adverse event/incident. The most likely causation for the type iiib endoleak is device related due to the use of strata material. Procedure related harms for this complaint could not be determined. The final patient status was discharged on the first post operative day in improving and satisfactory condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. Device iteration is afx with strata. H6: health effect - impact code ¿ remove 4614.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the implant of an afx bifurcated stent graft and an afx infrarenal aortic extension. Routine follow-up, approximately eight (8) years post initial procedure, identified aneurysm enlargement and that the stent cage of the afx bifurcated stent graft distal of aortic extension overlap measured 37 to 39mm outer to outer. The original implant was 25mm indicating a fabric disruption or tear in this area. Reintervention planned. The patient is asymptomatic. Subsequent to the initial report, additional information was received reporting that the patient is being treated for more pressing health issues than the relining of the bifurcated stent graft. The plan is to perform the reintervention as long as patient responds to the treatment of the other health issue.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the sac growth of 1.8mm with a type iiib endoleak of the bifurcated stent graft is confirmed. This is consistent with the reported adverse event/incident. The most likely causation for the type iiib endoleak is device related due to the use of strata material. Procedure related harms for this complaint could not be determined. The final patient status was reported to be under surveillance. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. Device iteration is afx with strata. B5: describe event or problem - updated. G3: awareness date ¿ updated. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.